Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two endovive standard peg kits pull method. Refer to manufacturer report# 3005099803-2021-03306 and 3005099803-2021-03308 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During procedure, the physician made an incision, placed a trocar and the needle of the trocar was removed to feed the blue insertion wire. Once the needle was removed, the trocar catheter retracted in the abdominal wall, however, the physician was no longer able to visualize the trocar catheter. A second endovive standard peg kit pull method was obtained and the same event occured. The trocar retracted again after the needle was removed. The procedure was stopped. The patient was taken to recovery and there were no untoward patient effects reported.